Event description:
Device 1 of 2. Ref MFR report #1627487-2012-10584. It was reported the pt experiences more pain than relief in the areas receiving stimulation when his ipg is fully charged. The pt stated that once the ipg is half full, stimulation is normal. F/u info revealed the pt has requested to have the scs system removed. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.